Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around objective lens had wear and acoustic lens was damaged. A root cause could not be identified for worn adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A root cause for the damaged acoustic lens could not be identified. Based on the results of the investigation, the most likely cause was also not established. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited adhesive around objective lens had wear and acoustic lens was damaged. There was no patient involvement.